Manufacturer narrative:
(B)(4). Evaluation summary: the handpiece was received with the mount loose. The handpiece was connected to a generator, evaluated with a test instrument (B)(4) and no issues were found while activating it with the hand activation buttons. The handpiece was disassembled to inspect internal components, a torn acoustic isolator and evidence of excessive moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force.

Event description:
It was reported that before an unknown procedure, the blade, which was used with one of the devices, was not activated with the hand switch when the device was connected with the generator. Then the other device was used, but the same event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.